Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy and arctic sun device would not priming. Alerting low flow and patient line open. Water flow rate (wfr) was 0 l/m. 4 pads connected. Patient temperature (pt) was 37c, targeted temperature (tt) was 36c. Had stop therapy, empty pads, disconnected and reconnected holding nowhere near clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) seated securely. Restarted therapy and device primed to stopped. Water flow rate (wfr) was 0 l/m. Had stop therapy, empty and disconnect pads. Placed device in manual control at 10c with no pads connected, system diagnostics showed that the outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 10.7c, inlet temperature (t3) was 10.6c, chiller temperature (t4) was 5.3c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 59 percentage, mixing pump command (mpc) was 0 percentage, heater 0 percentage, water reservoir level (wrl) was 5 ,system hours were 8554.1 and pump hours were 8021.7. Had add back one pad at a time, right thigh pad water flow rate (wfr) was 2.2 l/m, inlet pressure (ip) was -4.6psi, added right chest pad water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -1.6psi, added left thigh pad water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -1.3psi, added left chest pad water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -1.2psi. Advised device was working appropriately within specifications in manual control with no pads, but once pads were added back inlet pressure (ip) and water flow rate (wfr) was plummeted. Advised to swap out to alternate set of pads. Would alert representative for follow up to investigate pads.

Event description:
It was reported that they were trying to initiate therapy and arctic sun device would not priming. Alerting low flow and patient line open. Water flow rate (wfr) was 0 l/m. 4 pads connected. Patient temperature (pt) was 37c, targeted temperature (tt) was 36c. Had stop therapy, empty pads, disconnected and reconnected holding nowhere near clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) seated securely. Restarted therapy and device primed to stopped. Water flow rate (wfr) was 0 l/m. Had stop therapy, empty and disconnect pads. Placed device in manual control at 10c with no pads connected, system diagnostics showed that the outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 10.7c, inlet temperature (t3) was 10.6c, chiller temperature (t4) was 5.3c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 59 percentage, mixing pump command (mpc) was 0 percentage, heater 0 percentage, water reservoir level (wrl) was 5 ,system hours were 8554.1 and pump hours were 8021.7. Had add back one pad at a time, right thigh pad water flow rate (wfr) was 2.2 l/m, inlet pressure (ip) was -4.6psi, added right chest pad water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -1.6psi, added left thigh pad water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -1.3psi, added left chest pad water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -1.2psi. Advised device was working appropriately within specifications in manual control with no pads, but once pads were added back inlet pressure (ip) and water flow rate (wfr) was plummeted. Advised to swap out to alternate set of pads. Would alert representative for follow up to investigate pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.